Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple hypoglycemic events with blood glucose down to 40 mg/dl after making meal announcements, including one episode following a brief sensor connectivity issue; the device was reported to have suspended insulin when glucose was dropping, and the user self-treated with fast-acting carbohydrates and juice. Symptoms included dizziness. Outcomes included no need for assistance from others and no professional medical intervention. Investigation included troubleshooting and education regarding hypoglycemia management, review of device behavior indicating insulin suspension during declining glucose, and assignment for additional training focused on avoiding overtreatment. Investigation of this case revealed that hypoglycemia occurred in the context of meal announcements when glucose was likely already trending down and that subsequent overtreatment contributed to a glycemic rollercoaster, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related factors, including overtreatment of hypoglycemia and meal announcements during a downward trend, were the likely causes.